Event description:
It was reported that the patient was experiencing pain, pinching and itching near the implantable pulse generator (ipg) area. It was also noted that the patient was experiencing numbness or tingling down the legs. The physician changed the patients medication.